Event description:
It was reported that a code 1005 had appeared for this right ventricular (rv) lead. The patient was in the hospital for a ventricular episode consisting of ventricular tachycardia (vt) and ventricular fibrillation (vf). The patient had received appropriate shocks. The patient was treated for the ventricular while at the hospital. The health care professional (hcp) was concerned about the 1005 code, which indicates that there was an open circuit condition, and the shock impedance was high out of range. After the shocks were delivered, the shock impedance went down. Technical services (ts) discussed troubleshooting actions. The lead remains in use. No adverse patient effects were reported.